Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor.

Event description:
It was reported to boston scientific that an overstitch ess was used in an esg procedure on (B)(6) 2025. During the procedure, the physician had issues getting the anchor on multiple sutures to exchange via the anchor exchange catheter. The physician switched handles and catheters and everything worked better. The physician was not able to pass through tissue and exchange onto anchor exchange catheter. No patient complications were reported as a result of the event. The procedure was completed with another of the same device.

Event description:
It was reported to boston scientific that an overstitch ess was used in an esg procedure on (B)(6) 2025. During the procedure, the physician had issues getting the anchor on multiple sutures to exchange via the anchor exchange catheter. The physician switched handles and catheters and everything worked better. The physician was not able to pass through tissue and exchange onto anchor exchange catheter. No patient complications were reported as a result of the event. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor. Device evaluation summary: the overstitch ess was returned with the anchor exchange and a suture. No visual damage was observed in the device. A functional test was performed, and the anchor exchange was able to retrieve the anchor. The reported event of anchor exchange failure to retrieve anchor was not confirmed with the testing of the returned device. The analysis of the available information and product analysis of the returned device did not identify any evidence of the alleged issue. Additionally, the reported event occurred during the procedure and there is not any objective evidence or descriptive conditions to confirm the reported event. With all the available information, boston scientific concludes that the most probable cause is no problem detected.